Event description:
An x-ray was taken for an unrelated rreason in a patient that had a vena cava filter placed after abdominal surgery . It was noted that two of the filter arms had detached and migrated to the right lung. The patient is asymptomatic and the filter remains implanted.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The filter was not returned for evaluation. Based on the information received, the results of this investigation are inconclusive and the root cause is unk. The information for the use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.